Event description:
It was reported the physician implanted a gore helex septal occluder to close a patent foramen ovale 1-1 1/2 years ago. The patient has had two strokes since the original implant. A follow up with imaging revealed a residual shunt across the defect. Treatment options to close the shunt are being evaluated.

Manufacturer narrative:
An additional procedure to close the shunt has not been performed at this time.